Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal end. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The complaint regarding the tip of the instrument broken when pulled out from the port was confirmed by failure analysis. The probable root cause of a broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument tip broke when pulled out from the port. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no material broken off/ missing from the portion of the device that enters the patient¿s body, it is unknown if any cables appear to be broken/frayed at the instrument wrist, the instrument was already been mailed back.